Manufacturer narrative:
Sample for patient 1, 2 and 3 were not found in the run data and so they could not be evaluated. The only sample found in data was for patient 4. Although the root cause cannot be identified, review of the data confirmed that the amplification observed for influenza a for patient 4's sample was indicative of true amplification and therefore a true positive result. There is no indication of a systemic reagent product problem. As the run data for the remaining 4 samples could not be reviewed, a root cause cannot be identified. A reagent investigation ruled out a systemic reagent product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for 4 patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The customer was performing validation of the cobas sars-cov-2 & influenza a/b nucleic acid test on their cobas 6800 system and the results were not correlating to the results generated on cobas liat. The alleged samples initially generated a positive result for influenza a on the cobas liat analyzer. The same samples were retested on the cobas 6800 which yielded a negative result for influenza a. Per the customer, the samples were confirmed to be positive for influenza a on a non-roche instrument that tests for h2n3. It is unknown if the cobas liat results were released. No harm was alleged. Per FDA's eua guidance, 4 mdrs will be filed.